Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. One (1) week post procedure the patient returned to the hospital experiencing a gastrointestinal blood loss. During the week the patients' medical regiment of apixaban was interrupted. The patient was admitted to the hospital and was treated for this event. While in the hospital the patient received a magnetic resonance imaging which showed that the patient had experienced a cerebral vascular accident. The patient recovered from these events and had no residual symptoms. The patient has since been discharged from the hospital.